Event description:
In 2008, a company representative reported that the patient had been hospitalized due to "extreme hypoglycemia." The patient contacted the company representative for additional training because she "forgot how to operate" her infusion device. Upon follow up with the patient on the same day, she stated that she was hospitalized on ten days earlier. She lost consciousness at 2:00 pm and was found by her daughter at approximately 6:00 pm. Her daughter called the ambulance and the patient was transported to the hospital and was treated with d 70 by IV. The patient's daughter initially checked the patient's blood glucose when she was found unconscious and her blood glucose measured 500 mg/dl. The daughter administered 12 units of insulin through the infusion device. When the ambulance arrived the patient's blood glucose measured 46 mg/dl and when she arrived at the hospital her blood glucose measured 14 mg/dl. She was disconnected from the infusion device when she arrived at the hospital. She was released from the hospital on the day prior to original date, and has not reconnected to the infusion device because she would like additional training. She had been using injection therapy. The basal rates of her infusion device were lowered by her physician. She stated that she changes her infusion tubing and insulin cartridge every 8-9 days. She was advised to change the infusion tubing and insulin cartridge every 6 days (at the time of the event the infusion tubing and insulin cartridge had been in use since twelve days prior to original date). When she was admitted to the hospital it was found that she had pneumonia in one lung. She stated that she believes her blood glucose monitor was not giving accurate readings for a "few" weeks prior to the event. Her diabetes educator believes the patient's "insulin is stacking" leading to hypoglycemia. Product was requested to be returned on a separate incident.